Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet tibial locking bar catalog#: 141205 lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it's location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty on an unknown date. Subsequently, the tibial insert was removed to gain access to an affected area that required treatment. There were no reported issues with the tibial insert. No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Revision operative notes states that poly was revised with wear and fractured both anteromedial and posterior lateral. There was significant yellow gelatinous material ¿ location from right proximal fibula cyst. Peroneal nerve was located and freed of adhesion, it was found significantly compressed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient developed a right foot drop due to nerve compression from right proximal fibula cyst approximately 15 years post knee implantation. A revision procedure was performed where the cyst was removed and bone loss was noted. The nerve was freed up. The poly that was removed was found to have delamination and was fractured.